Event description:
During the atrial fibrillation ablation procedure, patient became hypotensive and an effusion was noted on ice. The procedure was aborted and a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
Additional information g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.